Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with blood glucose reaching 401 mg/dl and the caregiver observing insulin leaking from the cartridge/reservoir; after guidance, a full supply change was performed and insulin delivery was resumed, followed by a subsequent low reading of 68 mg/dl treated with fast-acting carbohydrates. Symptoms included hyperglycemia with polyuria and feeling dehydrated, followed by an asymptomatic hypoglycemia reading that was treated. Outcomes included no lasting health consequences or impact. Customer care provided assistance that included troubleshooting with the user. Investigation of this case revealed leakage associated with the reservoir component consistent with a leak/splash device problem and a leakage/seal finding. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.